Event description:
Reportedly, during follow-up performed on (B)(6) 2011, an incorrect atrial pacing statistics was displayed (265%). Preliminary analysis confirmed ths event. All other follow-up data were normal.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4). Analysis is pending.